Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per st. Jude, the patient presented to the clinic after receiving inappropriate shocks due to oversensed noise. There appeared to be non-physiologic signal deflections on the sense amp in an segm. Caller reported that otherwise lead function was normal as capture threshold, and lead impedance and sensing trends were relatively stable. The st. Jude rep was to follow-up with the physician and the patient was to continue to be monitored.